Event description:
On 02/06/2007, teleflex medical received a copy of a medwatch report for voluntary reporting from the customer stating. B-2 product problem: other-no pt harm. Date of event: 2006. Date of the report: 01/15/2007. Describes event or problem: first catheter: when attempting to inflate the balloon after insertion, the balloon popped after inserting saline. Second catheter: balloon did not blow up. Third catheter: successful.

Manufacturer narrative:
The actual devices have not been returned for evaluation. Teleflex medical has requested unopened samples from the facility to perform an evaluation. Once add'l info becomes available, a follow-up report will be provided.